Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause and treatment of the event were not reported. It was also not reported if the patient was hospitalized. On an unreported date, the patient¿s catheter was removed and the patient was switched to hemodialysis therapy. The outcome was not reported. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).